Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) the full lead was returned where it was discovered that the helix was disengaged from helical channel. There was blood in/on the helix sleevehead and the helix. The tip seal was observed to be out of position.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implantation attempt the helix could not be deployed in the tissue. The physician over retracted the helix by turning the rotation tool counter-clockwise and the helix failed to extend. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.